Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticky and insulin pump received motor error alarms. Customer stated that the insulin pump rejects new batteries during replacement, insulin was squirting out of the cannula. Customer also stated that the insulin pump received unexplained no delivery alarms and a codes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.